Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported no picture during procedure. It was furthermore indicated that the issue did not have an impact on the procedure and there was no patient harm. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion summary: the image failure was attributed to damage at the ccu cable connection to the pcb. This is a material issue. This event is filed under internal complaint ID (B)(4).